Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version: 3.18e. Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with scratched case, pillowing keypad overlay, stained keypad overlay, and label damage. Unit received with battery cap contact missing, however unit received was properly tested using a test battery cap.

Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.